Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had surgery to remove a kidney and afterwards the device would no longer work. It was reported that the patient did not want to have surgery to replace the ipg so the patient elected to have the system removed approximately (B)(6) 2017.